Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. The instructions for use states the following: "once all the pads are primed, assure the steady state flow rate displayed on the control panel is appropriate for the number of pads connected." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Sample was discarded.

Event description:
It was reported that the arctic pad was placed on a neonatal patient and the leaking of pad occurred. There was no reported patient injury. Therapy was interrupted and the leaking pad was replaced with another pad.